Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: cholecistectomy. Event description: the surgeon was about to put a clip on a vessel. It was used in a cholecystectomy, and the problem was that when they tried to insert a clip, it wouldn't come out. They removed the endo-applier and tried again outside the patient, but when they squeezed it, the clip wouldn't release. It didn't stay stuck, but the clip wouldn't come out. They got a new one. They changed the applicator for a new one. Additional information received from applied medical representative via email on 08apr25: the issue initially observed when the later clip was loaded. It occurred 2 times. Trocar ctb12 was used. A clip was properly seat into the jaws. No pressure applied to the trigger while moving through the trocar. No clip was loaded into the jaws prior to the device¿s insertion/removal through the trocar. No clip manually removed as a loaded clip, leaving the feeder exposed. Intervention: they changed the applicator for a new one. Patient status: patient is good.

Event description:
Procedure performed: cholecistectomy. Event description: the surgeon was about to put a clip on a vessel. It was used in a cholecystectomy, and the problem was that when they tried to insert a clip, it wouldn't come out. They removed the endo-applier and tried again outside the patient, but when they squeezed it, the clip wouldn't release. It didn't stay stuck, but the clip wouldn't come out. They got a new one. They changed the applicator for a new one. Additional information received from applied medical representative via email on 08apr25: the issue initially observed when the later clip was loaded. It occurred 2 times. Trocar ctb12 was used. A clip was properly seat into the jaws. No pressure applied to the trigger while moving through the trocar. No clip was loaded into the jaws prior to the device¿s insertion/removal through the trocar. No clip manually removed as a loaded clip, leaving the feeder exposed. Intervention: they changed the applicator for a new one. Patient status: patient is good.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the unit passed all relevant testing. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. Correction to e2. Health professional, e3. Occupation, and h6. Component code.